Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 598mg/dl. The customer was vomiting and had nausea all night and at the hospital. The caller stated that while he attempted to change the infusion set, he got a no delivery alarm. Advised the customer to replace the plunger, then manually to push the plunger and the insulin did exit. Instructed the customer to insert the reservoir into the reservoir compartment, to run the manual prime test and the insulin pump did not alarm no delivery. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.